Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. The reported issue could not be confirmed. Further analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2017, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that on (B)(6) 2017 at 10:30 am she attempted to test her blood glucose with the subject meter but was unable to obtain a result due to the alleged error message appearing. The patient informed the csr that she manages her diabetes with a combination of oral medication (metformin) and insulin (novolin r and lantus). It was not reported if the patient made any changes to her usual diabetes management routine due to the alleged issue. The patient reported that she was found ¿passed out¿ at home after the alleged issue began and the emergency medical services (ems) were contacted for assistance. The patient claimed that on (B)(6) 2017 at 11:00 am she was treated with IV glucose by the ems. The patient claimed her blood glucose was measured at ¿126 mg/dl¿ on the ems device at 11:30 am. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr noted that the patient was testing with test strips that appeared in good condition, were not expired or opened past their discard date and that the correct testing process was being followed. The csr walked the patient through a retest and the alleged issue remained unresolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed signs/symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged error message began to appear.